Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7101013, UDI: (B)(4).